Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was unable to control or turn off the implantable neurostimulator (ins) despite charging the ins and replacing the batteries in the patient programmer. The patient was scheduled for surgery on (B)(6) 2016 and needed assistance. There were no patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported he will notify his managing physician of the device issue once his bladder surgeries are complete. He stated he first experienced the inability to control his device on (B)(6) 2016. The patient was trying to get in touch with a representative to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.